Manufacturer narrative:
(B)(4). Upon receipt at medtronic's quality laboratory, the valve was measured and it was verified that it was correctly sized and labeled. There were no anomalies identified during visual inspection. The valve subsequently passed the vision system image test for valve size, cuff style, and correct orientation. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis/investigation, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. Analysis determined the cause of the event was likely related to sizing error and/or implant technique.

Event description:
Medtronic received information that following implant of this mechanical valve, it was noted that the aortic root did not accommodate the valve. As a result, the valve was explanted and replaced with a smaller mechanical valve with no adverse patient effects.